Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance as well as helix issues. During the procedure it was noted an over torque so lead fracture was suspected. When physician tried to return the helix it wasn't possible, so lead couldn't be removed and remained in patient. This lead was then reprogrammed and remains in service. No adverse patient effects were reported.